Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with a no (esc and act) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify lost sensor alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that the insulin pump had lost sensor alert. The customer¿s blood glucose level was 156 mg/dl at the time of incident. Customer stated that mini link led blinked on and off. The product will not be returned for analysis.